Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation did not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The motor rate error was found at occlusion test. Unable to duplicate the primary audible alarm post error at power up process. The root cause of the reported issue was found to be a combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. The pump was over 13 years old. Actions were taken to mitigate the reported issue: replaced damaged top and bottom cases, right and left plunger cases, power ac cable receptacle, plunger cable and barrel guide. Installed missing power supply shield, plunger case o-ring and plunger case seal. Upgraded the barrel rod, barrel spring and tapered spring. Installed cable guard, cleaned, greased and calibrated the device, performed power up process which passed. Returned l-bracket with the pump.

Event description:
It was reported that the pump had a motor error, primary audible alarm. No patient injury was reported.